Event description:
Healthcare professional (hcp) reports twenty incidents of pt reaction with the meltra nova dialyzers. All of the incidents occurred during the event date month. For all of the patients, it was their first exposure to this membrane. Hcp reported that a few of the patients had symptoms within an hour of initiation of treatments while most of the pts had symptoms within a few hours after the end of treatments. All of the pts developed sudden onset of severe body aches, pain, swelling, and redness of eyes, which was diagnosed as allergic iridocyclitis. Besides symptomatic treatment (analgesics, etc) and local application of sterioids and anti-inflammatory agents (in all patients), systemic steroids were used in a few pts. Hcp also reports that many pts required oral acetazolamide to reduce intraocular pressures. Duration of symptoms ranged from 3-4 days to more than 2 weeks.